Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bypass, the five instruments made strange noise and due to entering of different size of devices, the seal first was extended and then broke. It was noted that the surgical time was extended by more than 30 minutes due to the rapid loss of pneumoperitoneum. A new trocar was used to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bypass, the instrument made strange noise and due to entering of different size of devices, the seal first was extended and then broke. It was noted that the surgical time was extended by more than 30 minutes due to the rapid loss of pneumoperitoneum. A new trocar was used to resolve the issue.